Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratched screen which making it difficult to read. Customer¿s blood glucose was unknown. Customer stated that insulin pump had motor error in past. Insulin pump will not be returned for analysis.